Event description:
Major pump unit(s) involved: blood pumpadditional text: displaced outlet bed relief connector of pumpspecific component(s) involved: outflow graft malfunction/malpositionadditional text: bend relief disconnectedother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): unknownother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.